Event description:
Intraoperatively breakage of screw of tibial stem was noticed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices by a depuy principle engineer confirmed fracture of the screw. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Regarding provided patient x-rays, a depuy principal engineer found no alignment issues could be seen in the views provided. The patient is a (B)(6) centimeters at (B)(6) kilograms. Calculated bmi is (B)(6) indicating the patient is obese. It was initially reported that the patient has a below average activity level coupled with poor bone quality. The weight of the patient exceeds the prosthesis recommendations. There are warnings against improper prosthesis selection or alignment, inadequate fixation, and use where contraindicated or in patients whose medical, physical, mental, or occupational conditions will likely result in extreme stresses to the implant that may result in pre-mature failure. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.